Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube, there was blood pooling in stopper well. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: "blood pooling occurred after blood collection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for blood pooling was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 samples were evaluated using draw testing and the issue of blood pooling was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The instructions for use (IFU) for bd vacutainer evacuated blood collection system it does state that after venipuncture, the top of the stopper may contain residual blood. Take proper precautions when handling tubes to avoid contact with this blood. This complaint has been confirmed for the indicated failure mode blood pooling.